Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for disposal, with no reported product performance issues and no reported adverse patient effects related to the device explant. Analysis in boston scientific's (B)(4) laboratory determined that this product did not meet specifications.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.